Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A representative reported via phone call of low blood glucose readings from the insulin pump. The mother stated that the paramedics had to be called for the low blood glucose incident. The mother stated that the customer had blood glucose of 369 mg/dl the night before and her father found her unresponsive. The father found her on the couch and it was alarming. When the paramedics came, the customer had a blood glucose reading of 37 mg/dl. The customer was treated with glucagon and glucose gel. The customer was advised to call back in order to troubleshoot for the low blood glucose reading.